Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an alarm delay of approximately 10 seconds before an alarm announced at the piic ix after the draeger xl device alarm announced. The patient expired.

Manufacturer narrative:
Per communications with the biomedical engineer, the nurses were expecting an immediate alarm / notification without delay. Per labeling, alarm, inop and numeric signals from an external device are expected to have a small delay in transmission. These delay times can vary and expectations are outlined in the labeling. In addition, during the 09:00 timeframe on (B)(6)2017, there are inop alerts captured in the logs, however, the specific inop is not indicated. This would be for 2 reasons: revision a didn¿t specify all types of inops, and it is dependent on the intellibridge device. Based on the available information, no device malfunction occurred. This is considered incorrect user expectations / user misunderstanding. No device malfunction occurred.